Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. A portion of the percutaneous lead that was removed during the repair was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator the patient's system controller reflected a controller fault/change controller alarm early in the morning. The wife also noticed exposed wires on the driveline. The system controller was exchanged with another system controller. Per interrogation and driveline inspection, the patient had red heart alarms all night and there was a visible fracture on the driveline. The following day, the manufacturer successfully completed a percutaneous lead distal end replacement.